Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on july 8, 2020. Device evaluation was completed on july 31, 2020. Visual inspection was performed and it was found a hole on the pebax and reddish brown material. Then, temperature test was performed on the catheter and the thermocouple values were found out of specification. A failure analysis was performed and it was found that there was an electrical intermittence on the tip area creating the temperature issue. A manufacturing record evaluation was performed and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. This issue does not represent any patient safety impact since the device is unable to deliver radio frequency energy to ablate. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. During the procedure, the temperature would not display on the smartablate generator when the thermocool® smart touch® sf bi-directional navigation catheter was connected. A temperature error was displayed. A new ablation cable was connected with no resolution. The generator was reset with no resolution. New catheter resolved the issue. There was no patient consequence reported. The temperature issue was assessed as not MDR reportable. The ablation can not be performed since there was no radio frequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and on july 31, 2020, a hole was found on the pebax with reddish brown material inside of the pebax. The lab finding of the hole on the pebax was assessed as MDR reportable. The awareness date for this lab finding is july 31, 2020.